Event description:
Reportable based on device analysis completed on 04 dec 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the ivus catheter displayed a dark and blurry image. The procedure was completed with another device of the same type. The patient was stable, and no complications were reported. However, device analysis revealed that the tip was detached.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath assembly was kinked, the tip was detached and stretched, and no damage was found within the telescope and sheath sections of the device. Impedance testing showed an electrical open at the proximal end of the catheter, between 130-140 cm from the distal housing.